Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Other¿partial (B)(4) lot number unknown. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly disposed of by the reporting facility. 510(k)# for this device has not yet been assigned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the handle that is used for mixing for cement in the vertecem cement mixture broke off and thus the surgeon could not mix enough of the compound and cement for usage during a vertebroplasty procedure. Another vertecem cement kit was used to complete the procedure. There was a surgical delay of three minutes due to the reported event. There was no patient harm and the patient's post-operative status was stable with a positive recovery prognosis. This report is 1 of 1 for (B)(4).